Manufacturer narrative:
For section a2, the exact patient's age is unknown; however, it was reported that the age range is 64 years or younger. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural complications, patient resistance to medication or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient failed the post procedure neurological check and experienced left sided weakness. Imaging revealed multiple embolic strokes and the patient's symptoms have not resolved. The patient was compliant with dual antiplatelet therapy (dapt) however, a p2y12 platelet function test was not performed. At this time, it is unknown if the reported event is related to procedural complications, patient resistance to medication or a silk road medical device, hence, the event will be reported out of abundance of caution.